Manufacturer narrative:
A healing collar (hc465) was received. Visual inspection of the as returned product identified signs of wear and discoloration around the threads due to usage. There were noticeable nicks around the occlusal surface. The healing collar was functionally tested with a compatible in-house test implant (tsvtwb10). The healing collar threaded into the implant drive feature as normal. Therefore, based on the evaluation, the device did not malfunction and the reported event was unconfirmed following inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
The healing collar (hc465) would not seat onto the implant. The patient did not have to return for additional appointment to complete the procedure. Tooth location 3.